Event description:
It was reported that following pump replacement where it was noted that the catheter was at least partially disconnected from the catheter at the connection site, the patient was started at half the previously programmed dose since it was unknown how much drug the patient had been getting prior to the pump change. The patient did not want to stay at the hospital overnight so she was discharged home. The patient presented the next day saying she was too drowsy so the pump was programmed to minimum rate. Several days later, that patient complained of "withdrawal" symptoms including shakes (jerking of lower extremities) and nausea. Additionally symptoms of hypertonia, increased pain, and insomnia were not specified as to whether they occurred before replacement or while at minimum rate. She requested the pump to be "turned back to normal" which the physician did. The patient recovered without sequela. The pump contained baclofen, dilaudid, and bupivacaine at the time of the event. It was also noted that the patient took methadone and lortab orally.